Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports the gtin is not available because the formula shaver blade part number is unknown.

Event description:
It was reported that the patient was burned in a surgery. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: it was reported that a patient was burned in a surgery where the crossfire 2 was used. It was later reported that the console was being used with a formula shaver blade and handpiece. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Per the visual inspection, the wear pattern on the proximal end of the shaft (near the driveshaft) is indicative of excessive pressure being applied to the bur during use. Based on the amount of wear observed, it is likely that excessive pressure was maintained for a substantial amount of time. Additionally, inadequate suction may potentially increase friction between the bur and housing, causing heat to generate on the bur shaft. The probable root cause/s could be excessive force applied by the user with poor or no suction during use. Excessive force may cause friction due to bur shaft assembly and housing assembly interaction. Tissue blocking the suction pathway would prevent hot fluid from being removed from the joint. Additionally, according to the account an rf wand (not a stryker product) was also used in the procedure. Inherent to use of an rf probe is the risk of potential superficial patient burns due to the heat generated from the rf output. Therefore use of the rf probe can also be considered a possible root cause. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. The gtin is not available because the formula shaver blade part number is unknown.

Event description:
It was reported that the patient was burned in a surgery. The procedure was completed successfully.